Event description:
It was reported that resistance was met while inserting the intra-aortic balloon (iab) due to the iab membrane being unfurled. It was also noted that the sheath could not be inserted properly and a kink had occurred. A new iab was opened, but the same issue occurred and it could not be inserted. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report for the 2nd iab used has been submitted under mfg report number 2248146-2022-00878.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue, resolved the issue by replacing the p-clamp with mount. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) power cord was found to have a missing p-clamp. There was no patient involvement.